Event description:
It was reported that the implantable neurostimulator (ins) had been overdischarged for about 5 months prior. The battery had not been charged for a long long time but a definite time frame was unknown. The patient had 3 inss implanted. The prime batteries were good at 3.01 and 2.9x voltages, but the restore was not responding. A manufacturing representative showed the patient how to do a successful physician mode recharge (pmr) and advised the patient it would take several times to get his battery back to working. After 10 attempts, the patient did not want to try anymore. The patient had a battery replacement on (B)(6) 2014. Everything was good with the patient now and that he was receiving optimal therapy.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 377745, lot# v006414, implanted: (B)(6) 2006, product type: lead. Product ID: 377745, lot# v006414, implanted: (B)(6) 2006, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3888-45, lot# v298142, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-33, lot# v269701, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-45, lot# v298142, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-33, lot# v265345, implanted: (B)(6) 2010, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37702 serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).